Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging malfunction of device. There was no report of serious patient harm or injury. There is no customer information provided to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.